Manufacturer narrative:
The following devices were also listed in this report: 6276-7-217 - bowed conical stem 17 x 195mm restoration modular hip system; 6276-1-223 - 23mm mod rev hip bdy/blt +20mm component level 9006-1-223; 6570-0-436 - delta v-40 ceramic head 36/-2,5; 540-11-54f - trident psl ha solid back 54mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient had a status post left total hip revision done on (B)(6) 2018 and had some incision site drainage. The surgeon decided he wanted to remove irrigate and debride the surgical site and reimplant new implants. The surgery was performed without incident. Update 16/november/2018: sales rep reported that surgeon confirmed there was an infection. Infecting microorganism not reported to rep. Rep does not have access to any further information from the hospital or surgeon.